Event description:
It was reported that plate columbia ag 5prct sb 90mm biological contamination was found after delivery. The following information was provided by the initial reporter: the customer reported by e-mail and complained that 10% of the plates from batch 3045054 that had been delivered to him were contaminated. An ID with maldi-tof was made. It was vagococcus lutrae. Unfortunately, the customer did not take photos of the plates. All contaminated plates were discarded before use.

Manufacturer narrative:
Initial reporter phone:(B)(6). Initial reporter fax: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6. Investigation summary: event description: the customer reported 10% of the plates from batch 3045054 that had been delivered to him were contaminated with vagococcus lutrae. Complaint history review: complaint history was reviewed, and one similar complaint was identified for this batch number. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Release testing by the qc department was satisfactory. Sample analysis: the retain samples were reviewed and incubated for 5 days at 28°c and no contamination was detected. Neither return samples nor pictures illustrating the issue were shared. Evaluation results: this product is filled under aseptic conditions. Therefore, sterility of the finished product cannot be guaranteed. Unfortunately, a 100 % inspection level for sterility is not possible and sterility testing is carried out based on a representative sample. In consequence, occasional contaminations cannot be prevented by 100%; although the contamination rate remains below the acceptance level. A definite root cause was not identified. Investigation conclusion: based on the internal investigation, this complaint can not be confirmed for contamination. Bd will continue to monitor incoming complaints for similar defect types.

Event description:
It was reported that plate columbia ag 5prct sb 90mm biological contamination was found after delivery. The following information was provided by the initial reporter: the customer reported by e-mail and complained that 10% of the plates from batch 3045054 that had been delivered to him were contaminated. An ID with maldi-tof was made. It was vagococcus lutrae. Unfortunately, the customer did not take photos of the plates. All contaminated plates were discarded before use.